Event description:
A report received from the USA stated the device had damaged bearings. It is unknown if the device was used during surgery. There was no injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).